Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), high thresholds were observed. The placement site was tested twice for the apex and lower septum, and twice for the mid septum. The upper septum could not be placed because the device could not be pressed. Due to hypertrophy of the right atrium, tricuspid valve, and right ventricle, even though an attempt was made to increase the tip pressure, deflection was generated within the right atrium, and sufficient tip pressure against the ventricular septum could not be achieved. The device was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the high thresholds was due to patient anatomy. It was further noted that both the atrium and ventricle were enlarged. It was also noted that the leadless ipg could not be adequately pressed against the ventricular septum with sufficient force, which likely resulted in the high thresholds.